Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface fixed bearing posterior stabilized (ps) right 10 mm height item# 42521400710 lot# 62824323. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was sent to pathology. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately five years post implantation due to tibial loosening. Keel of tibia was not cemented. There is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. It was reported that the keel may have not been cemented. As stated in persona personalized knee surgical technique (97-5026-001-00 rev 13), "place a layer of cement on the underside of the tibial baseplate, around the keel, on the resected tibial surface, and in the tibial im canal"; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.